Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that the right ventricular lead had a high threshold and a chest x-ray showed a small dislodgement. The lead was noted to be repositioned with some difficulty due to the patient's anatomy to a low septal position. The lead remains in use. No patient complications have been reported as a result of this event.